Event description:
It was reported that at the time of the last refill the hcp was having difficulty accessing the center port. The pt experienced an overdose and was found unconscious by his wife later that evening. The pt went to the emergency department. A few days later, it was reported that the pump was alarming. The pt was going to be seen by the hcp. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.